Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported in response to the inquiry for cause of the not feeling stimulation and return of symptoms that the patient changed the levels and the batteries (in reference to their programmer) were dead. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient was having issues like they would when it was not working, like prior to implant. Patient did not feel stimulation and noticed diarrhea a few days before the report. Patient mentioned they were having knee issues and pain that were unrelated to the device and got an x-ray. Patient synced to their ins and increased stimulation. No further complications were reported.